Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly, frozen display after been exposed to magnetic waves on airport. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer reported a stuck button alarm after pump was exposed to change in altitude. Customer removed and reinstalled battery cap without removing battery but pump did not return to normal function. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored, no keypad anomaly and frozen display noted. Successfully downloaded history files and traces using thump. There is no unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. In further review of the formatted history file 2 days prior to the event date of 28-mar-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 03/28/2025 03:23:10.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.80 mv). The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for keypad anomaly, frozen display and exposure to magnetic field or MRI were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.